Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was subsequently hospitalized. A bg value was not provided. The customer did not allege the pump or supplies were the cause for the reported issue, however, a cause was not provided. The customer declined to provide further information, and declined further troubleshooting from tandem technical support.